Manufacturer narrative:
Unit received with currents in specification. Low reservoir alarm works properly. Unit passed rewind, basic occlusion, occlusion, prime/delivery, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No unexpected low reservoir alarm anomaly or prime anomaly noted.

Event description:
Customer reported via phone call of receiving excessive low reservoir alerts but did not receive a warning. Customer also reported of receiving excessive air bubbles. Customer's blood glucose was 500 mg/dl. Customer did not want to troubleshoot and requested for insulin pump to be replaced and insulin pump was old.